Event description:
Related manufacturing reference number: 2017865-2023-35571. It was reported that the patient presented remotely via merlin.net. It was noted that both the right atrial (ra) and right ventricular (rv) leads were sensing noise. The patient was asymptomatic. The physician noticed they were both bent at a tight angle during the surgery, and believed this may have been the cause of the noise. The ra and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.